Event description:
It was reported to philips that the system could not power up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and evaluated the system. Checked the main voltage input/output and all the fuses. Upon troubleshooting, the fse found an issue with the main power distribution (mpd) board. To resolve the reported issue, the fse replaced the mpd control unit, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.